Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence, atrophy and pump collapse with an artificial urinary sphincter (aus). It was noted that the patient had covid earlier in the year and the physician suspected that the excessive coughing caused stress on the cuff contributing to the observed symptoms. A surgical procedure was performed in which the existing system with a 3.5 cm cuff was removed and a new aus with a 4.5 cm cuff was implanted on a proximal location. During the procedure, the physician noted that the original cuff was more distal than when it was initially placed. The physician speculated that the migration was also caused by the excessive coughing. It was further noted that the patient had a history of radiation therapy. The patient was expected to fully recover following the intervention.